Event description:
During a hestasis procedure the probe came apart in the pt. The tip was retrieved by the physician from the pt without any complications with the pt. Upon receipt of the device it was noticed that the tip and the needle guide tube detached from the catheter.